Event description:
The patient contacted animas on (B)(6) 2012 stating the down arrow keypad button was intermittently responsive. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump exterior to garment and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
Follow-up #2 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the down arrow and ok keypad buttons are intermittently responsive. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device history record review was conducted on (B)(4) 2012 with the following findings.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.